Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, there was bleeding due to an injury of the cystic artery and the procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the visualization was poor due to the patient¿s morbid obesity and acute pancreatitis/inflammation. The monopolar curved scissors (mcs) instrument was used to slide under the peritoneum to cauterize in the same manner as a cautery hook. Indocyanine green imaging was utilized during dissection around the cystic duct, followed by dissection around the cystic artery. The cystic artery was inadvertently cauterized with the mcs instrument, and as a result, the vessel wall was weakened. After further dissection, the cystic artery began to bleed. The surgeon believes that the cystic artery tore while retracting since its vessel wall was already weakened. Bleeding was stopped by clamping and holding pressure with the fenestrated bipolar forceps (fbf). The fbf were released, and the bleeding was controlled enough to continue dissection and try to get better visualization/confirmation of the arterial anatomy before placing a clip to the injured vessel. After a few minutes of dissection without ever placing the clip, significant bleeding resumed which decreased the visualization as the endoscope tip would get blood on it. The surgeon believed that excessive pressure on the gallbladder during this bleeding incident caused the cystic duct to avulse. A hem-o-lok clip was placed on what was thought to be the cystic duct's remnant. The procedure was then converted to open. The surgeon reported that most of the bleeding occurred during the conversion set up. Once open, intervention included pressure with laparotomy sponges and fibrillar hemostatic agent until the patient¿s blood pressure was stabilized by the anesthesiologist. Upon releasing pressure from the injury, the bleeding had stopped. The surgeon then continued to take down the gallbladder. The cystic artery bled again. The artery was then clipped and cut. A jackson-pratt (jp) drain was placed as the surgeon was not sure that he clipped the cystic duct earlier in the procedure. Estimated blood loss was about 2000 ml during the procedure. The patient was transfused with 5 units. After the procedure's completion, the patient was transferred to the intensive care unit and described by the surgeon to be ¿very stable.¿ the following day the patient was moved to a lower acuity unit. After about 5 days, bilious fluid began to collect in the jp drain. A gastroenterologist performed an endoscopic retrograde cholangiopancreatography (ercp) and placed a biliary stent, noting a cystic duct leak. After another couple of days, the patient was discharged home with the jp drain. A week later, the patient returned to the hospital and was readmitted for an additional 3-4 days while being treated for pancreatitis where a CT scan demonstrated no fluid collection. The surgeon reported it is unknown why the patient redeveloped pancreatitis as the common bile duct appeared clear of stones, and it was not believed to be related to the stent. During the second hospitalization, the patient¿s drain output was zero and was removed prior to discharge. The patient is doing well, and no long-term complications are expected.

Manufacturer narrative:
Based on the current information provided, the surgeon believes that this event occurred due to poor visualization because of patient anatomy and an unintentional injury to the cystic artery. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow up MDR will be submitted. A review of the device logs for the monopolar curved scissors instrument used for this procedure was performed. Per review, the instrument was used again after the reported event on (B)(6) 2023. The device has been used in subsequent procedures with no reported issues. A review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). Investigation revealed there were no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: the minimally invasive procedure was converted to open in order to control bleeding from the cystic artery after it was unintentionally cauterized with the monopolar curved scissors (mcs). After losing an estimated 2000 ml of blood, the patient was transfused with 5 units of blood products. The patient stayed in the ICU for one day and 6 days on a lower acuity unit before being discharged home. The surgeon confirmed there was no malfunction of the mcs instrument. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available. It is unknown if the initial reporter submitted a report to the FDA. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event logged against the bile leak from the cystic duct that was clipped with the large clip applier.